Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope episodes. Upon interrogation, the pulse generator exhibited undersensing. The physician explanted and replaced the device. The patient was in stable condition post surgery.